Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens had broken haptic. There was no patient involvement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The reported unit returned in its original lens box, lens case. Visual inspection to the returned lens using microscope magnification was performed. One lens haptic (loop) was observed detached. The other haptic (loop) was observed in good condition. There is no issue with the other lens haptic. Some particles and viscoelastic residue were observed. The reported issue as haptic damaged was verified and haptic detached was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints was conducted and revealed no additional investigation requests for this production order number. No product deficiencies were identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.